Manufacturer narrative:
Zoll med corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt during a code, the device failed to charge or discharge energy via the multi-function cable. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.